Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead had poor sensing. While repositioning the rv lead, the helix was found unable to be extended. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and sensing anomaly were confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. X-ray examination found the inner coil over-torqued inside the connector region and electrical testing found internal shorts between conductor paths. The cause of the reported events was isolated to the over-torqued inner coil consistent with procedural damage.